Event description:
It was reported that this 980 ventilator generated a ventilator inoperative message and the safety valve failed to open. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb980 ventilator generated a v entilator inoperative message and the safety valve failed to open. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the ventilator failed the leak test in the extended self test (est) when the safety valve failed to open automatically at the specified pressure. Sp cross-checked and identified the safety valve was faulty and replaced the part. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field due to a potential fault in the safety valve. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.